Manufacturer narrative:
Information has been forwarded to the MFR facility for evaluation. Results of investigation are pending, a follow-up report will be filed.

Event description:
Procedure: biopsy of the lung and when removing the sample from the needle, the needle broke and the broken part cut one of the nurses.